Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head was not detected by any video processor. There were no reports of patient harm.

Event description:
It was reported, the camera head was not detected by any video processor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. Due to the damage on the cable unit, the endoscopic image cannot be displayed. Additional findings were identified: loss of water tightness, due to poor water-tightness of cable unit and the coupler unit was deteriorated. A device history record (DHR) review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the video processor not being detected was traced to component failure. Which is expected or random component failure without any design or manufacturing issue. The most probable cause of loss of water-tightness and deteriorated coupler can also be traced to component failure. Olympus will continue to monitor field performance for this device.